Event description:
It was reported that the rv lead was explanted due to high lead impedance and unacceptable thresholds. The patient's wife reported that the patient had a wire broke and that he was shocked 18 times. The patient also reported being shocked 18 or 20 times and that "it shorted". A (B) (6) further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor was fractured; full lead was returned for analysis.